Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("posterior perforation on the left side of her uterus / left essure coil was found protruding from uterus/migration of essure device location of device: embedded in uterine muscle/perforation (uterus)"), device dislocation ("right-side essure coil missing / no evidence of essure coils inside her fallopian tubes"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("pregnancy/pregnancy (no complications"), cholecystitis ("chronically inflamed gallbladder") and umbilical hernia repair ("umbilical hernia repair after essure pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009, (B)(6) 2010). Previously administered products included for an unreported indication: nuva from 2007 to 2008, nuva ring in 2006 and mirena from 2003 to 2005. Family history included colon cancer (maternal grandmother) and colon cancer (paternal aunt). Concomitant products included ibuprofen, naproxen sodium (aleve caplet) from (B)(6) 2009 to (B)(6) 2012, omeprazole (prilosec) from (B)(6) 2012, paracetamol (tylenol) from (B)(6) 2012 to (B)(6) 2015 and ranitidine hydrochloride (zantac). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cholecystitis (seriousness criterion medically significant), umbilical hernia repair (seriousness criterion medically significant), abdominal pain lower ("heavy cramping"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fogs"), hernia hiatus repair ("hital hernia repair after essure pregnancy"), vision blurred ("vision/eye problems type: blurred vision"), weight decreased ("weight loss"), alopecia ("hair loss"), back injury ("lower back injury/ pars defect"), arthralgia ("hip pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), blood iron decreased ("low iron"), dehydration ("dehydration"), urinary tract infection ("urinary tract infections"), dizziness ("chronically dizzy"), palpitations ("heart palpitation"), abdominal discomfort ("upset stomach"), panic attack ("panic attack"), anxiety ("anxiety"), irritability ("irritability"), mood swings ("mood swing") and nightmare ("nightmare"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, cholecystitis, umbilical hernia repair, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, nausea, feeling abnormal, hernia hiatus repair, vision blurred, weight decreased, alopecia, back injury, abdominal pain, blood iron decreased, dehydration, urinary tract infection, dizziness, palpitations, abdominal discomfort, panic attack, anxiety, irritability, mood swings and nightmare outcome was unknown, the abdominal pain lower and arthralgia had resolved and the back pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back injury, back pain, blood iron decreased, cholecystitis, dehydration, device dislocation, dizziness, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hernia hiatus repair, irritability, menorrhagia, migraine, mood swings, nausea, nightmare, palpitations, panic attack, pelvic pain, pregnancy with contraceptive device, umbilical hernia repair, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51.247 kgs. Hysterosalpingogram - on (B)(6) 2009: essure had occluded fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media: chronically dizzy, heart palpitation, upset stomach, panic attack, anxiety, irritability, mood swing, chronically inflamed gallbladder, nightmare. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs, medical records and social media report received: reporter information, patient details, pregnancy information (outcome), other relevant history, product information, concomitant drugs and events- abnormal bleeding (vagina)l, menorrhagia. Dysmenorrhea (cramping), fatigue, migraines, headaches,. Nausea. Neurological conditions or problems type: brain fogs, hital hernia repair after essure pregnancy, umbilical hernia repair after essure pregnancy. Vision/eye problems type: blurred vision. Weight loss. Hair loss. Lower back injury/ pars defect, hip pain, lower back pain, abdominal pain, low iron, dehydration, urinary tract infections, chronically dizzy, heart palpitation, upset stomach, panic attack, anxiety, irritability, mood swing, chronically inflamed gallbladder, nightmare were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("posterior perforation on the left side of her uterus / left essure coil was found protruding from uterus/migration of essure device location of device: embedded in uterine muscle/perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("right-side essure coil missing / no evidence of essure coils inside her fallopian tubes"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("pregnancy/pregnancy (no complications"), cholecystitis ("chronically inflamed gallbladder"), umbilical hernia repair ("umbilical hernia repair after essure pregnancy") and hernia hiatus repair ("hiatal hernia repair after essure pregnancy") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's past medical history included multigravida and parity 5 ((B)(6) 2003, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009, (B)(6) 2010). Previously administered products included for an unreported indication: nuva from 2007 to 2008, nuva ring in 2006 and mirena from 2003 to 2005. Family history included colon cancer (maternal grandmother) and colon cancer (paternal aunt). Concomitant products included ibuprofen, naproxen sodium (aleve caplet) from july 2009 to march 2012, omeprazole (prilosec) from january 2012 to may 2012, paracetamol (tylenol) from march 2012 to june 2015 and ranitidine hydrochloride (zantac). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced fatigue ("fatigue"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fogs"), panic attack ("panic attack") and anxiety ("anxiety"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and cyst ("cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cholecystitis (seriousness criterion medically significant), umbilical hernia repair (seriousness criterion medically significant), abdominal pain lower ("heavy cramping"), pelvic pain ("pelvic pain"), migraine ("migraines"), headache ("headaches"), hernia hiatus repair (seriousness criterion medically significant), vision blurred ("vision/eye problems type: blurred vision"), back injury ("lower back injury/ pars defect"), arthralgia ("hip pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), blood iron decreased ("low iron"), dehydration ("dehydration"), urinary tract infection ("urinary tract infections"), dizziness ("chronically dizzy"), palpitations ("heart palpitation"), abdominal discomfort ("upset stomach"), irritability ("irritability"), mood swings ("mood swing") and nightmare ("nightmare"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, cholecystitis, umbilical hernia repair, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, nausea, feeling abnormal, hernia hiatus repair, vision blurred, weight decreased, alopecia, back injury, abdominal pain, blood iron decreased, dehydration, urinary tract infection, dizziness, palpitations, abdominal discomfort, panic attack, anxiety, irritability, mood swings, nightmare and cyst outcome was unknown, the abdominal pain lower and arthralgia had resolved and the back pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back injury, back pain, blood iron decreased, cholecystitis, cyst, dehydration, device dislocation, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, hernia hiatus repair, irritability, menorrhagia, migraine, mood swings, nausea, nightmare, palpitations, panic attack, pelvic pain, pregnancy with contraceptive device, umbilical hernia repair, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51.247 kgs. Hysterosalpingogram - on (B)(6) 2009: essure had occluded fallopian tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media: chronically dizzy, heart palpitation, upset stomach, panic attack, anxiety, irritability, mood swing, chronically inflamed gallbladder, nightmare. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: events- "perforation (fallopian tubes), cyst" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("posterior perforation on the left side of her uterus / left essure coil was found protruding from uterus/migration of essure device location of device: embedded in uterine muscle/perforation (uterus)"), device dislocation ("right-side essure coil missing / no evidence of essure coils inside her fallopian tubes"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("pregnancy/pregnancy (no complications"), cholecystitis ("chronically inflamed gallbladder"), umbilical hernia repair ("umbilical hernia repair after essure pregnancy") and hernia hiatus repair ("hital hernia repair after essure pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6)2003, (B)(6)2006, (B)(6)2007, (B)(6) 2009, (B)(6)2010). Previously administered products included for an unreported indication: nuva from 2007 to 2008, nuva ring in 2006 and mirena from 2003 to 2005. Family history included colon cancer (maternal grandmother) and colon cancer (paternal aunt). Concomitant products included ibuprofen, naproxen sodium (aleve caplet) from (B)(6)2009 to march 2012, omeprazole (prilosec) from (B)(6)2012 to may 2012, paracetamol (tylenol) from march 2012 to june 2015 and ranitidine hydrochloride (zantac). In (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cholecystitis (seriousness criterion medically significant), umbilical hernia repair (seriousness criterion medically significant), abdominal pain lower ("heavy cramping"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fogs"), hernia hiatus repair (seriousness criterion medically significant), vision blurred ("vision/eye problems type: blurred vision"), weight decreased ("weight loss"), alopecia ("hair loss"), back injury ("lower back injury/ pars defect"), arthralgia ("hip pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), blood iron decreased ("low iron"), dehydration ("dehydration"), urinary tract infection ("urinary tract infections"), dizziness ("chronically dizzy"), palpitations ("heart palpitation"), abdominal discomfort ("upset stomach"), panic attack ("panic attack"), anxiety ("anxiety"), irritability ("irritability"), mood swings ("mood swing") and nightmare ("nightmare"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, cholecystitis, umbilical hernia repair, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, headache, nausea, feeling abnormal, hernia hiatus repair, vision blurred, weight decreased, alopecia, back injury, abdominal pain, blood iron decreased, dehydration, urinary tract infection, dizziness, palpitations, abdominal discomfort, panic attack, anxiety, irritability, mood swings and nightmare outcome was unknown, the abdominal pain lower and arthralgia had resolved and the back pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back injury, back pain, blood iron decreased, cholecystitis, dehydration, device dislocation, dizziness, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hernia hiatus repair, irritability, menorrhagia, migraine, mood swings, nausea, nightmare, palpitations, panic attack, pelvic pain, pregnancy with contraceptive device, umbilical hernia repair, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51.247 kgs. Hysterosalpingogram - on (B)(6)2009: essure had occluded fallopian tubes concerning the injuries reported in this case, the following one/ones were reported via social media: chronically dizzy, heart palpitation, upset stomach, panic attack, anxiety, irritability, mood swing, chronically inflamed gallbladder, nightmare quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("posterior perforation on the left side of her uterus / left essure coil was found protruding from uterus"), device dislocation ("right-side essure coil missing / no evidence of essure coils inside her fallopian tubes"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("heavy cramping") and pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower and pelvic pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure had occluded fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.